Event description:
Customer reported a rapid decrease in the indicated battery charge on the device earlier in the day. There was no adverse impact to the customer¿s blood glucose level. The issue did not result in an unexpected shutdown, and no further support was required as the incident occurred only once and the pump continued to function as desired. Customer was advised to report any future recurrences.